Manufacturer narrative:
The reported events of unacceptable threshold and failure to sense were confirmed. As received, a complete lead was returned in one piece for analysis. An x-ray examination found that the inner coil inside the connector region was overtorqued, consistent with procedural damage. Electrical testing found shorting between conductors due to over torqued inner coil at the connector region. The cause of the reported events was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited a high capture threshold and failure to sense. The right atrial lead was not used and replaced. The patient was in stable condition.